Manufacturer narrative:
Updated b4 for report submission date, g1 for contact information, g3 for awareness date of new information, g6 for report type and h6 to report that the device was not received for analysis. This complaint is being submitted late due to the furloughs that resulted from the global pandemic and is captured within deviation 1412.

Manufacturer narrative:
Section weight, date of event, other relevant history, model #, catalog #, serial #, lot#, expiration date, other #, UDI#, operator of device, explant date, PMA/510(k), device manufacture date not provided. Customer will be contacted.

Event description:
As per complaint (B)(4) a dental implant displayed a problem of osseointegration. There was 1 patient involved in this event.